Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and cables and no trouble was fond. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of 10/04/2011 the customer has not reported any further trouble with this device.

Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.